Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seventeen days post filter deployment, multiple axial images using computed tomography (CT) revealed that an inferior vena cava filter was in place. Subsequently six years and ten months later, computed tomography angiography (cta) demonstrated no findings of pulmonary arterial emboli. Next day, a bilateral lower extremity venogram showed clot formation within and around the inferior vena cava filter. Also, a lower extremity angiogram showed occlusive clot extension approximately 3-4 cm above the filter. Subsequently a day later, lower extremity angiogram showed thrombus along the right wall of the inferior vena cava and the filter, and superior to the filter. Next day, lower extremity angiogram demonstrated that there was moderate amount of non-occlusive thrombus within and around the indwelling inferior vena cava filter, but otherwise the inferior vena cava was now widely patent. A day later, an x-ray abdomen 2 views showed that an inferior vena cava filter was incidentally seen at about the level. Eventually one month and nine days later, computed tomography angiography (cta) chest showed no evidence of pulmonary arterial emboli. After two weeks and five days, an ultrasound venous doppler lower right leg showed extensive deep venous thrombosis. Non-compressible thrombus was identified, that extended from the popliteal vein into the thigh to the level of the common femoral vein. However, no deficiencies were identified in the provided medical records. Therefore, the investigation is inconclusive for the alleged pulmonary embolism (pe) post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.